Event description:
It was reported that the customer received a temperature alarm. Customer was unable to recall any additional information regarding event. There was no reported adverse impact to customer's blood glucose level.